Event description:
Customer reported that during an attempted rescue, the AED did not function properly. The pads were placed on the patient, but the voice prompt continued repeating "peel 2nd pad and place on lower chest as shown". The ambulance crew arrived and the customer continued CPR until they took over the rescue - the patient was 'asystole' in the end and passed away.

Manufacturer narrative:
Results of device investigation will be provided in follow-up report.